Event description:
It was reported that an ilet pump experienced premature battery discharge and inconsistent charging behavior, including limited recharge and rapid depletion during normal use, with the device component implicated as the battery; the pump powered off for a period, after which the user¿s blood glucose was over 180, and corrective insulin was administered. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge attributed to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.